Event description:
It was reported that the user experienced a low glucose event while using a dexcom g7 with the ilet system and had already started eating without announcing the meal, seeking guidance on whether to continue unannounced; the event was managed per standard advice to treat with approximately 15 g fast-acting carbohydrates and to avoid large corrective meals, with the device providing corrections as needed. Symptoms included confusion or disorientation and shaking or tremors, and hypoglycemia. Outcomes included classification as a serious injury or illness and the need for oral glucose to address the hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue consistent with improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user was advised to confirm lows with a fingerstick and to treat future hypoglycemia with an appropriate amount of fast-acting carbohydrates before resuming normal meals.